Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label content. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, an unspecified number of tubes lacked outer packaging labeling. There was no health impact or consequences reported.